Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: during investigation of the returned pump, fhs alarm was reproduced during the rewind step, unable to verify all steps. The failure is defined as language file corruption while retrieving the language text. Confirmed in black box. The error is resident to flash chip. Unrelated to the complaint, the battery compartment is cracked at the case seal. The returned battery cap and cartridge cap were used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).